Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with a refractive surprise following bilateral intraocular lens (iol) implant surgery. The surgeon stated that he does not believe the patient will need medical intervention because with time and capsular bag shrinkage, the refractive error will be minimized. Additional information has been requested. There are two medical device reports associated with this event; this report is for the left eye. The report for the right eye has been previously submitted, MFR report # 1119421-2010-00454.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/19/2010 and 05/03/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).